Manufacturer narrative:
Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the proximal end of the sheath. This failure occurred due to the removal of the dilator, indicating the dilator was inserted for a prolonged period. This resulted in the deformation of the hemostatic valves and inability to revert to its sealed state. Inspection of the hemostatic valves found the internal valve torn by the center slit on both faces, compromising the valves' ability to seal pressure and fluid within the sheath. The hemostatic valves were also confirmed to be deformed as the valves were unable to revert to its closed state.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. When drawing back blood from the sheath following the insertion of a catheter with the sheath still inside the body, the sheath drew more air than usual from the hemostatic valve. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. When drawing back blood from the sheath following the insertion of a catheter with the sheath still inside the body, the sheath drew more air than usual from the hemostatic valve. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for laboratory analysis.